Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient reported ineffective stimulation as the system was auto reducing. The pocket site was also causing discomfort. As a result, surgical intervention was undertaken on (B)(6) 2026 where leads were replaced and pocket site revised to address the issue.

Event description:
Additional information indicates that the ipg pocket was revised due to the pocket size being larger than the current ipg which caused the device to shift within the pocket. Site was sutured in to better hold the device and prevent further movement.